Manufacturer narrative:
The technician checked the bed and found that it functions as designed, no repair needed.

Event description:
The account alleged that the head of the bed is moving up and down on its own. No patient impact.